Event description:
It was reported that the pt had a micl 12.1mm implantable collamer lens implanted in the left eye on (B) (6) 2009. As part of the post market study, the pt reported experiencing halo vision at night. The icl remains implanted. Further info has been requested, but none had been forthcoming. A supplemental will be filed when further info is available.

Manufacturer narrative:
(B) (4): eval results (other): a lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).